Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Advanced evaluation. The patient reported that they pulled their lead out and they could not feel any stimulation. It was indicated that the "brown box green light" wouldn't turn on.